Event description:
Right ruptured implant. A 47 yr old wg2p2 female status post bilateral subglandular inframammary (right 235cc) gel for augmentation 4/6/83-she had closed capsulotomy a yr later on right & thin 3-4 yrs later. Complaining of recurrent right encapsulation & increased drooping including arthralgias, dysesthesias & mild dizziness family history positive, premenopausal breast cancer-otherwise healthy, nonsmoker positive right iii contracture left ic right approx 25cc smaller (present pre-op pt) without adenopathy. Surgery 1/16/95 positive right rupture/marked bleed and obvious tear but extremely sticky minimal cloudy/yellow thin on contracture capsule with trace amount calcification. Weight 222 gm capsules 25-gm.